Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. The patient experienced excessive bleeding post operatively and a popped stitch was found on (B)(6) 2010. The patient continued to experience intermittent bleeding, abdominal pain and had exposed mesh. She had a procedure to trim the protruding mesh on (B)(6) 2010, and has had several additional procedures and treatments to treat this issue. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat bladder prolapse and cystocele. The patient underwent mesh revision due to infection and pain on (B)(6) 2010.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced hematoma, discomfort, dyspareunia, anxiety, depression, erosion and infection. It was reported that patient underwent tvt implant on (B)(6) 2008 by dr. (B)(6) due to pop, sui and rectocele. It was reported that patient underwent mesh revision/removal on (B)(6) 2011, (B)(6) 2012 by dr. (B)(6) at (B)(6) due to pain, mesh exposure, erosion, infection, and dyspareunia.